Manufacturer narrative:
The cause for the discordant advia centaur ca 15-3 results is unknown. The customer states that quality control results were within acceptable ranges. No conclusion can be drawn. A siemens field service engineer went on site and evaluated the system including the reagent dispense probes and the wash manifold, and the acid and base dispense. He cleaned the circuits and checked the luminometer. No problems were detected. No conclusions can be made. The issue appears to be related to specific patient samples as the results are reproducible. Siemens has requested that samples be sent in for testing. The instrument is performing within specification. The limitations section of the instructions for use states the following: " do not interpret levels of ca 15-3 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed breast carcinoma frequently have levels of ca 15-3 within the range observed in healthy individuals. Additionally, elevated levels of ca 15-3 can be observed in patients with nonmalignant diseases. Measurements of ca 15-3 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. "

Event description:
Falsely low advia centaur xp ca 15-3 results were obtained on four patient samples and were considered discordant when compared to alternate test method results and diagnosis. There was no report of patient treatment being prescribed or altered and there was no report of adverse health consequences due to the discordant advia centaur xp ca 15-3 results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2013-00269 on november 25, 2013 for an advia centaur xp ca 15-3 falsely low patient results . February 18, 2014 - additional information: the customer provided the results of 15 additional samples: sample: advia centaur xp: alternate method 1: (B)(6) 2013, 23, 22, 23 , 151.05. (B)(6) 2013, 24.7. 158.01. 1, 184.5 , 1188.78. 2, 17.5, 33.75. 3, 30.7, 39.49. 4, 31.6, 36.26. 5, 28.7, 62.71. 6, 21.4, 30. 7, 35.8, 70.5. 8, 40.3, 70.63. 9 , 22.2, 39.59. 10, 27.2, 151.05. 11, 26.5, 62.81. 12, 21.8, 127.5. 13, 34.6, 272. Additional patient information; sample 7: result of biopsy: inflammatory breast carcinoma: invasive breast carcinoma, grade iii (re nge; rp neg; ki67:50%; cerb2:3+). Sample 11: result of biopsy: invasive breast carcinoma, grade iii (re neg; rpneg; ki67:80%: triple negative basal type phenotype). Sample 12: gastric metastasis of breast cancer with histologically confining: re positive; rp positive; cerbb2 neg). Sample 13: different sample from same patient as sample 12. Siemens received 12 samples from the customer and tested them on three siemens ca 15-3 immunoassays including the advia centaur xp and obtained the following results: units of measure are u/ml patient sample advia centaur: siemens method 2: siemens: method 3: 1, 187, >300, 279. 2, 22.25, 72.60, 23.95. 3, 33.45, 54.65, 40.15. 4, 36.50, 122.50, 46.70. 5, 31.80, 73.80, 38.55. 6, 24.90, 37.20, 30.00. 7, 36.55, 120.00, 44.30. 8, 44.75, 64.45, 50.70. 9, 23.30, 42.60, 24.35. 10, 27.20, 77.55, 31.55. 11, 32.65, 69.50, 38.15. 13, 39.25, 121.50, 42.10. The siemens generated advia centaur ca 15-3 reproduce the results obtained by the customer indicating that the issue is not a site specific issue. The cause of the discordant results is unknown. The limitations section of the instructions for use states the following: "heterophilic antibodies in human serum can react with reagent immunoglobulins, interfering with in vitro immunoassays. (11) patients routinely exposed to animals or to animal serum products can be prone to this interference and anomalous values may be observed. Additional information may be required for diagnosis. " the intended use section of the instructions for use states the following: "the concentration of ca 15-3 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 15-3 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 15-3 is changed, the laboratory must perfrom additional serial testing to confirm baseline values. The advia centaur ca 15-3 assay is based on the df3 and 115d8 antibodies available through agreement with (B)(4)."